Manufacturer narrative:
Neither the rapid infuser nor the associated disposable set involved in the incident has been returned to belmont for investigation, therefore we are unable to confirm the reported smoking or subsequent fluid leak. The users were unable to provide the lot number of the disposable set. Without the ability to investigate the device or associated disposable set, it is difficult to determine what occurred in this case. Following receipt of the complaint, belmont's sales representative held a video conference with the anesthesia and or departments; as of (B)(6) 2021 it was confirmed that the device will be returned to belmont for further investigation. A review of the device history records and service reports for the rapid infuser indicate that the device reached its end of life in 2014 and has not been returned to our facility since it was shipped to the customer in 2007. There was no patient injury reported. If and when additional information becomes available, a supplemental report will be provided.

Event description:
Belmont's sales representative received a report from the user facility that the belmont rapid infuser, fms 2000 "began to smoke and the disposable began to leak blood."